Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported polyethylene wear. It was noted the product was implanted for approximately twenty-two-years prior to revision surgery. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear and loosening of the tibial tray. It is not known at which interface the loosening occurred, and the manufacturer of cement used in the primary surgery is unknown. (Left knee).